Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00357.

Event description:
The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) aneurysm using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician placed smart coils in the aneurysm using the handle and then advanced the next smart coil. Several attempts were made to detach it using the handle but was unsuccessful. The physician also attempted to use their fingers to manually detach the smart coil but was unsuccessful. Subsequently, the physician used a needle driver to successfully detach the coil. The procedure ended at this point. There was no report of an adverse effect to the patient.